Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).no causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Top case cracked/chipped by the front left and bottom corner, cracked right plunger case and cracked battery door. Bottom case cracked by the "l" bracket pole clamp and visible contamination. Reported problem duplicated during start up/self test. Steady state reading of the force sensor (with no pressure on it) error history log review found a force sensor test. This complaint was confirmed. The root cause of the reported issue was found to be the force sensor error caused by the force sensor be out of calibration due to cracked screw boss on left plunger case. Actions were taken to mitigate the reported issue: replaced left plunger case. Power up, re-calibrated force sensor and device passed self test.

Event description:
It was reported that the pump had a cracked handle. No patient injury was reported.